Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Two lot numbers, 61216u124 and 61216u145, were provided. The account is unsure which lot number had the reported issue. The deployment steps were not performed per instructions for use (IFU). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip was difficult to deploy. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (dmr) grade 3-4. The steerable guide catheter (sgc) was curved approximately 1/4th of a turn in the positive direction due to anatomical considerations. One mitraclip was implanted without reported issue. Another clip(61216u124 or 61216u145) was successfully used to graspe the leaflets and the decision was made to deploy the clip. The actuator knob was turned once when they realized the lock line had accidently not been removed from the cds. The lock line was removed and then the deployment continued per instructions for use (IFU). After turning and retracting the actuator knob, the clip was not deploying. Troubleshooting steps within the IFU were taken and the clip deployed after 45 minutes. The mr had been reduced to grade 1. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided regarding this device issue.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): a review of the lot history record was performed for the both clip delivery system (cds) devices used during the procedure, as the specific device associated with the difficult clip deployment could not be determined. The results are as follows: part / lot / serial number (s/n): (B)(4), UDI number: (B)(4). Part / lot / serial number (s/n): (B)(4), UDI number: (B)(4). The devices were not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lots. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. It is possible that there were procedural interactions (e.g. The curve on the sgc/cds, and/or anatomical conditions) which resulted in increased tension on the system, or caused damage to the internal components of the clip, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. It should be noted that the mitraclip nt instructions for use instructs the user to grasp one of the free ends of the lock line, confirm the line moves freely, and slowly remove the lock line. Pull the lock line coaxial to the lock lever. If resistance is noted, stop and pull on the other free end to remove the lock line. There is no indication of a product quality issue with respect to manufacture, design or labeling.